Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no issues were observed. Functional testing was performed and the unit passed all testing. The neptune was shut down and restarted multiple times in an attempt to recreate the reported condition of "unit will not power on." Each time the unit successfully navigated through all of the p.o.s.t. Self-test. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
The customer alleges that the unit will not power on. No report of patient injury or harm.

Event description:
The customer alleges that the unit will not power on. No report of pt injury or harm.

Manufacturer narrative:
Qn#(B)(4). Product usage when the alleged issue was encountered is unk. A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record investigation did not show issues related to complaint. The device was manufactured on 03/22/2011. A document assessment (fmea) was conducted and no changes were required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time since the sample is not available, it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend of similar complaints.